Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced infusion set adhesive issue on (B)(6) 2026. The patient reported infusion set tape was not sticking. No further information is available.